Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that an alert was received via remote transmission, showing the device reached eri prematurely. The battery longevity dropped significantly from the expected longevity observed on last transmission. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.